Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to inappropriate shocks. Upon review, it was discovered that the right ventricular lead dislodged. The lead was attempted to be repositioned however, was unsuccessful. The lead was explanted and replaced. The patient was in stable condition.